Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium and when checking controlled gripper actuation (cga), one gripper arm did not lower, it stayed raised. The decision was made to remove the cds. After the cds was removed the gripper was inspected, it was noted that the gripper line did not pass through the hole of the gripper and was already drawn into the cds, a gripper line break is suspected. A new cds was used without issues. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The return device analysis confirmed both the reported difficult to open or close (gripper actuation - single) and break (gripper line). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported break (gripper line) appears to be related to a potential product quality issue. The reported difficult to open or close (gripper actuation - single) is a cascading effect of the reported break (gripper line).this issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.